Manufacturer narrative:
The pipeline flex device was not returned for analysis. The report of pipeline flex failure to open on the proximal end could not be confirmed and the event cause could not be conclusively determined. Additionally, the patient anatomy condition was not reported; therefore any contributing factors from the pipeline flex braid and patient anatomy could not be assessed. It is possible that braid sizing may have contributed to the reported issue. Per our instructions for use (IFU): the user should "select an appropriately sized pipeline flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device may result in inadequate device placement, incomplete opening, or migration.¿ ikeda, h. Et al. (2015, may 23). Delayed aneurysm rupture due to residual blood flow at the inflow zone of the intracranial piarachnoid internal carotid aneurysm treated with the pipeline embolization device: histopathological investigation. Interventional neuroradiology, 21(6), 674-683. Doi:10.1177/1591019915609121 mdrs related to this article: 2029214-2017-00014 2029214-2017-00015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report from literature that a pipeline flex did not open during a procedure. The patient had become aware of decreased left eye vision for six months. Neurological exam demonstrated decreased correct left eye vision and extensive loss of left eye field of view. Head magnetic resonance angiography showed a 16 mm saccular aneurysm in the supraclinoid left internal carotid artery (ica). The aneurysm was compressing the optic chiasm and left optic nerve; the aneurysm had a dome of 15.8 mm x 15 mm ad neck of 6.2 mm). The patient was to undergo flow diversion treatment of the left ica aneurysm with a pipeline. The article stated that during the procedure, the 3.75 x 18 pipeline was deployed from the furthest distal portion of the left ica to the cavernous left ica across the aneurysm neck. Insufficient expansion was seen at the proximal end of the pipeline. Balloon angioplasty was used to resolve the issue. Angiography verified satisfactory adherence between the pipeline and the vessel wall. Digital-subtraction angiography showed a small volume of contrast filling at the inflow zone of the aneurysm. The procedure was completed without any further complications. The patient¿s left eye vision improved immediately after surgery. The patient did not develop any new neurological deficits immediately post-procedure and was discharged home 11 days later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.